Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el414 was returned nonfunctional as jaws were found to be in a yielded condition; therefore, the clips could not be loaded into the jaws. No functional testing could be performed due to the condition of the device. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to an improper use of the device. Possible causes for this condition maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, clips were not being released properly from the clip applicator. No patient consequence reported.